Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced leakage and poor sleeve function. The following information was provided by the initial reporter. The customer stated: when a vacutainer tube is withdrawn after filling, the rubber backing on the back end of the needles being punctured by and moving up the back end of the needle ¿ blood is dripping out from this while trying to change tubes and the exposed back of the needle poses a safety risk.

Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(6), nj has been listed as sbdm is an OEM manufacturing site. Initial reporter phone: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure modes for sleeve side pierced/recovery/leakage was observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and the issues of sleeve side pierced/recovery/leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes. Since no abnormalities were found from our retained samples, manufacturing record and inspection record, no cause was identified. We apologize for not being able to provide a satisfactory report. Although the detail of the event is unknown, it is possible that the event may have happened because the holder was not connected for blood draw. As seen in the reproduction test, the blood collection tube can be pushed further without the holder resulting in the overlapping of the rubber sleeve to the hub and the needle puncturing the rubber sleeve and peeking through.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced leakage and poor sleeve function. The following information was provided by the initial reporter. The customer stated: when a vacutainer tube is withdrawn after filling, the rubber backing on the back end of the needles being punctured by and moving up the back end of the needle ¿ blood is dripping out from this while trying to change tubes and the exposed back of the needle poses a safety risk.